Manufacturer narrative:
Patient information has been requested. A follow-up report will be filed when this information is available. The 510(k) number for this bipolar device is k003587. The device is a component in the clearglide evh smart ktv15 kit. The cardiac charge nurse reported that during the procedure, the tip of the endoscopic vein harvesting bipolar device broke off. The tip was recovered. There was no report of patient injury. Unfortunately, the product was discarded by the hospital. Without the physical device, the cause of the reported problem cannot be determined. The bipolar instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument".

Event description:
The cardiac charge nurse reported that during the procedure, the tip of the endoscopic vein harvesting bipolar device broke off. The tip was recovered. There was no report of patient injury.